Event description:
It was reported that the stent was difficult to deploy. The dr made a right femoral puncture and maneuvered the stent contralaterally over the bifurcation to the left iliac. The stent was difficult to deploy & only deployed approximately 1cm while still in the delivery system. Dr pulled everything except the sheath & used a 2nd stent to successfully complete the procedure.